Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy surgery on (B)(6) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervousness ("nervous") and alopecia ("hair fall") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and nervousness outcome was unknown. The reporter considered alopecia, medical device removal, neoplasm malignant and nervousness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy, nervous. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information updated. New event hair loss and cancer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy surgery on 26th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nervousness ("nervous"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and nervousness outcome was unknown. The reporter considered medical device removal and nervousness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy, nervous. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.